Event description:
It was reported that during a lap sigmoid colon resection procedure the jaws would not open. They used an additional device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.